Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, using separate fingersticks, with results of 311,212,and 154 mg/dl. The reporter did not have any symptoms. The reporter said that she uses alcohol to clean her meter. Two control solution tests were done with results of 112 and 115, both in range.